Manufacturer narrative:
Concomitant medical products: product ID: 6935m72 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was redness at the implant site due to a pocket infection. The implantable cardioverter defibrillator (ICD) was scheduled to be explanted. No further patient complications have been reported as a result of this event.